Event description:
Related manufacturer reference number: 2017865-2022-01807. It was reported that the patient presented in clinic upon exhibiting discomfort due to inappropriate shocks received from their right ventricular (rv) lead. Upon interrogation, it was revealed that the patient's rv lead delivered shocks due to far p-wave over-sensing. X-ray performed revealed the lead had dislodged. The lead was extracted and the rv port was plugged. During procedure, it was noted that the patient's implantable cardioverter defibrillator was not tied down and had migrated in the pocket. The device was successfully repositioned during the procedure on (B)(6) 2022. The patient was stable.